Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phacoemulsification tip in a bag was received. The returned sample was visually inspected and was found to be non-conforming for being bent at the cone to cannula transition area. Wear was observed on the threads, back of flange, and nut corners had nicks on them. The wear is consistent with threading on a handpiece. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with the phacoemulsification tip cannula bent; therefore, a bent phacoemulsification tip was confirmed; however, how and when the phacoemulsification tip became bent could not be determined. Most likely root cause is handling during placement of the phacoemulsification tip onto the handpiece. The exact root cause for the bent phacoemulsification tip is unknown, therefore specific action with regards to this complaint cannot be taken. All phacoemulsification tips are hundred percent visually inspected by trained operators using thirty times magnification during the manufacturing process. Any nonconformance, such as the phacoemulsification tip cannula bent exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip was bent before surgery. The procedure type was unknown. The surgery was completed after replacing the product with another one. No patient impact was reported.